Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a trial procedure and received two leads from the same lot. Post-operation, the patient began to experience severe pain in his right foot. The leads were removed on hour later due to the pain no subsiding. Next, the patient was admitted to the hospital for IV pain treatment.